Manufacturer narrative:
The insulin pump had motor error alarms during rewind due to motor encoder signal out of phase. The device had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 194 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.